Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion,prime and excessive no delivery alarm test. No motor error alarm noted. However, noisy motor noted during testing due to faulty motor. The motor passed motor test. The insulin pump was received with cracked case on display window corners, scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 337 mg/dl. Troubleshooting was performed. The device was returned for analysis.